Event description:
It was reported that during implant of the implantable pulse generator (ipg) system, the patient died. It was further reported the device was implanted and during closing of the pocket, the patient developed a pulseless rhythm. Resuscitation efforts were performed but were not successful. The cause of death and reason for pulseless electrical activity was requested and is not known. No complications during implant or performance issue with device system was reported.

Manufacturer narrative:
Corrected information: sex.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.